Manufacturer narrative:
The product was not returned. The root cause could not be determined without physical evaluation of the product. Plungers are inserted with a device that ensures correct placement. The plunger lock holds the plunger in position until removed. The customer indicated they reinserted the plunger upside down causing it to advance over the lens. The customer indicated they removed the plunger and reinserted it again after rotating it 180 degrees. The lens was delivered and exhibited damage most likely caused by the previous override. It is unknown if the plunger was inadvertently retracted. Per the instructions for use (IFU), do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Retracting the plunger can pull the tabs outside of the barrel and cause the plunger to release from the device. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an issue that occurred during a cataract surgery involving the implantation of an intraocular lens (iol). At the iol insertion stage, they observed that the plunger of the iol cartridge was loose and had fallen back into the tray. They reinserted the plunger and depressed it, at which point it was noticed that the distal end had advanced past the lens. The plunger was then removed, rotated at 180°, and readvanced. Following this adjustment, the lens advanced through the cartridge as expected. Once the iol was placed in the eye, a central scratch on the lens was identified. They reconfirmed the presence of scratch by aspirating in front of and behind the lens; the defect remained persistent. As a result, the lens was explanted and replaced with a new lens in an initial procedure. The physician suspects that the scratch was caused due to initial advancement of the plunger in the incorrect orientation¿allowing the distal end to pass beyond the lens. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).